Event description:
During used in the patient to treat a left ica, the enterprise vrd (enc452212/ 10219163) would not advanced via the proximal section of the select plus (mc) microcatheter (606s255x/15828250) that positioned at the target site. After the event, both devices were removed as a unit, and no damages were noticed on any section of the delivery system or microcatheter that may have contributed to the event. A constant and dedicated saline source was used at all times through the microcatheter. After the event, other than the reported event, the devices were not damaged (enterprise delivery system/distal tip (unraveled, stretched, kink, bend, fracture, separated, etc), or stent (strut uplift or deformed, etc) or microcatheter. Additionally, the vrd was returned already deployed from the facility. There was no adverse event, and the components will be return for analyses.

Manufacturer narrative:
The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt. (B)(4).

Manufacturer narrative:
During used in the patient to treat a left ica, the enterprise vrd (enc452212/ 10219163) would not advance via the proximal section of the select plus (mc) microcatheter (606s255x/15828250) that positioned at the target site. After the event, both devices were removed as a unit, and no damages were noticed on any section of the delivery system or microcatheter that may have contributed to the event. A constant and dedicated saline source was used at all times through the microcatheter. After the event, other than the reported event, the devices were not damaged (enterprise delivery system/distal tip (unraveled, stretched, kink, bend, fracture, separated, etc.), or stent (strut uplift or deformed, etc) or microcatheter. Additionally, the vrd was returned already deployed from the facility. There was no adverse event, and the components will be return for analyses. A non-sterile unit of enterprise vascular reconstruction device and delivery system was received coiled in a plastic bag. The enterprise device was received; the stent involved was received deployed. Also, the involved prowler plus microcatheter was received. The enterprise device did not present any anomalies. The microcatheter presented compress conditions at 140 cm from proximal end and 1.5 cm and 7.8 cm from distal tip end. The functional analysis was performed, and it was found resistance to advance the delivery wire trough the microcatheter involved due to the compress conditions found. Additional force was used to advance the delivery wire until the delivery wire passed completely the microcatheter. Also, the involved stent was also analyzed but no anomalies were found. Lake region and cordis lot #: 10219163. Per lake region report c 13,771: lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10219163. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failures ¿delivery wire / impeded-in microcatheter¿ reported by the customer was confirmed since resistance during functional analysis was found while the delivery wire was advancing trough the microcatheter. The exact cause of the failure as well as the compress conditions found at micro catheter could not be conclusively determined. However, procedural / handling factors might have contributed to those issues. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time.